Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy due to atrial undersensing. Programming changes were made. Patient was doing well following the event.